Event description:
It was reported that 3 years post-op (2012), the patient had arthritis and re-injured the cuff. The univers ii was removed and a reverse shoulder was inserted. The case was completed successfully.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided, so device history record review cannot be performed. The explanted device was requested for evaluation but was not returned. The cause of the event could not be determined from the information available and without device evaluation. A most likely cause of the event is as stated in the event that the patient had arthritis and re-injured the cuff. If additional relevant information is received, a follow-up report will be submitted. The potential cause(s) of this event will be communicated to the event reporter.